Manufacturer narrative:
The initial MDR was submitted without a 510k number but this device does have a 510k associated with it. The 510k number is k013971.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6319950. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the device, bd vacutainer® plus citrate tube 2.7ml with light blue hemogard closure, had blood leaking after the stopper popped off. No medical intervention or injury was reported.